Event description:
It was reported to covidien on 01/27/2010, that a customer had an issue with an umbilical catheter. The customer reports that when umbilical catheter fluids were changed, the catheter was bent over at the hub to disconnect. The catheter was leaking at the hub and was changed. The umbilical catheter was in dwelling 5 days.

Manufacturer narrative:
(B)(4). An investigation is currently underway. Upon completion, the results will be forwarded.